Event description:
Unable to inject medication after sticking patient. Happened on 2 different occasions. Syringe worked fine to draw up medication but after sticking patient with needle, unable to get syringe to inject medication.